Event description:
It was reported by a non-medical professional that the patient underwent a c4-c5, c5-c6, and c6-c7 anterior fusion using rhbmp-2/acs and peek spacers. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with preoperative diagnosis of cervical spondylitic myelopathy and underwent c4-5, c5-6, c6-7 acdf. Patient had peek interbody grafts filled with bmp. Surgery was complicated because of profound spondylitic disease at the levels to remove the disk and osteophytes compressing his spinal cord as well as extending out into the neural foramina. Post op patient had same neurologic function as preoperatively. On (B)(6) 2007: patient underwent ap and lateral plain x-rays as well as CT scan which revealed good decompression of spinal canal along with good position of the plates, screws and interbody grafts. On (B)(6) 2007: patient was discharged with diagnosis of cervical spondylitic myelopathy, hypertension, diabetes, post traumatic stress disorder, coronary artery disease, sleep apnea, benign prostatic hypertrophy. On (B)(6) 2007: patient underwent x-rays (ap and lateral) of cervical spine. Impression: status post anterior fusion of c5 through c7, stable with no evidence of hardware failure; stable mild anterolisthesis of c2 on c3. On (B)(6) 2007: patient underwent x-rays (ap and lateral) of cervical spine. Impression: anterior fusion c4 through c7 with no evidence of fracture, dislocation or obstructive lesion. No evidence for hardware failure. Stable position and alignment of the vertebral bodies noted throughout the cervical spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.